Manufacturer narrative:
A2) patient date of birth and age - not available from facility. A3b) patient gender - not available from facility. A4) patient weight - not available from facility. A5/a6) patient ethnicity and race - not available from facility. B6/b7) patient information regarding relevant tests/laboratory data or medical history - not available from facility. D1) exact brand name is unknown; however, this for a tightrail device. D4/h4) the lot number was not provided, thus the following information is not available: unique ID, expiration date, and manufacture date. G4) the model/catalog number was not provided, thus the 510k number is not available. H3) the tightrail was discarded, thus no returned product investigation was performed. H6) perforation of vessels, great vessel perforation, and death are known risks of complication with use of the tightrail device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) and right atrial (ra) lead. During the extraction, a perforation in the innominate/superior vena cava (svc) junction occurred. Rescue efforts began, including rescue balloon (other intervention was not available from the facility); however, the patient did not survive the procedure. This report captures the tightrail device in use when the perforation occurred, requiring intervention but resulting in death. There was no alleged malfunction of any spectranetics devices in use during the procedure.